Manufacturer narrative:
This report is being filed on an international product, list number 08p11 that has a similar product distributed in the us, list number 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated incorrect results while using the alinity I hbsag confirmatory assay. The customer provided the following data: sid (B)(6): (B)(6) 2019: initial (B)(6), the specimen confirmed (B)(6) using the alinity I hbsag assay but when the specimen was tested using the architect assay, the result was initially (B)(6) and did not confirm using the architect hbsag confirmatory assay. The customer believes the architect confirmatory result is accurate. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of external proficiency data, a batch record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. Review of 2019 external quality assurance proficiency reports (ukneqas) for testing of known designation samples for architect hbsag confirms good performance in the field. All samples tested in-house gave the expected results with no incidence of false reactive results reported. In addition, the known positive specimens tested positive on both platforms (architect & alinity). No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no product deficiency and no malfunction of the alinity I hbsag confirmatory assay, list number 08p11, lots 91096fn00 was identified.

Manufacturer narrative:
Correction to manufacture narrative: further investigation of the customer issue included a review of the complaint text, review of external proficiency data, a batch record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. Review of 2019 external quality assurance proficiency reports (ukneqas) for testing of known designation samples for architect hbsag confirms good performance in the field. All samples tested in-house gave the expected results with no incidence of false reactive results reported. In addition, the known positive specimens tested positive on both platforms (architect & alinity). No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no product deficiency of the alinity I hbsag confirmatory assay, list number 08p11, lots 91096fn00 was identified.